Event description:
A malfunction code was reported in the insulin pump, identified as malfunction 16. There was no adverse impact on the customer¿s blood glucose level. Customer reverted to using an alternate method of insulin therapy.